Manufacturer narrative:
(B)(4). The front board was found to be defective and was replaced. Functional testing was then conducted and the device performed according to the manufacturer's specifications.

Event description:
It was reported that not all the segments of the seven (7) segment display were showing. The front board was found to be defective. There was no patient involvement reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. (B)(4).